Event description:
The reporter stated that the set was breaking at the rotator as well as the opposite end at 1200 psi. Reporter also stated that there were separation issues at 1200 psi as well. The customer indicated no samples were available at this time. No pt injury or treatment was associated with this event.